Manufacturer narrative:
Device evaluation: device available for evaluation - yes, returned to manufacturer on - 02/12/2016. Visual inspection was not performed as complaint device was not returned for analysis.   Manufacturing record review was not performed since no identifiers were provided to trace this product to a production order (po). Visual inspections performed during manufacturing process ensure that any defects on the lenses that do not meet the criteria specifications are rejected. A review of the complaints related to the production order was not performed since no identifiers were provided to trace this product to a production order (po). Based on historical complaints review, no product deficiency was found.   The directions for use (dfu) advises the physician on the considerations and precautions to take prior and during the lens insertion, including inspecting the lens before inserting. Based on the investigation results, reported complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: unknown - because serial number is not available. Catalog #, serial #, and expiration date: unknown. Explant date: not applicable; lens remains implanted at the time of submitting the MDR. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the threading on the coo inserter became 'unthreaded". The surgeon was still able to get the lens implanted and there no patient consequence. In follow-up, it was reported that the surgeon was able to get the lens into the patient's eye with an additional instrument without consequence to the patient. There was no incision enlargement and no vitrectomy performed. The patient is doing well.